Event description:
The customer reported that during a laparoscopic gyn procedure, on about 5th sealing, the jaws would not open. Using electrical knife, the device was removed. After cleaning the device, it was used again, but the jaws again would not open. This time, it was forced opened using a clamp. There was no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.